Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, biomet reverse tsa glenosphere, lot # unknown, catalog #: unknown, biomet reverse tsa taper, lot # unknown. Duethman nc, aibinder wr, nguyen ntv, sanchez-sotelo j. The influence of glenoid component position on scapular notching: a detailed readiographic analsis at midterm follow-up. Jses international. Vol. 4, p. 144-150. 2020. Https://doi.org/10.1016/j.jses.2019.11.004 the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00153, 0001825034-2021-00154.

Event description:
It was reported per, a journal article from jses international that reported a radiographic study from the united states that looked at scapular notching rates in relation to glenosphere baseplate positioning. The purpose of the study was to define the rate of scapular notching at a minimum follow-up of 5 years and to further evaluate the impact of component design and position on scapular notching. The study reviewed 147 primary reverse total shoulders. Indications for rtsa included cuff tear arthropathy or osteoarthritis (127), proximal humeral fracture (17), and humeral head avascular necrosis (3). A medialized glenoid component was used in 71 shoulders (djo and depuy), and lateralized glenoid components were used in 76 shoulders (zimmer biomet and encore rsp). The study population had a mean age of 72 years at time of surgery (range 31-90). Radiographic follow-up was conducted at a mean length of 6.1 years (range 5-12.3 years). The study reported 18 patients displayed grade 1 scapular notching upon radiographic review.